Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on february 02, 2016 with blood glucose of 600 mg/dl. Customer had symptom of vomiting, nausea, abdominal pain, difficulty breathing, dehydrated, weak and dizzy. Customer was hospitalized due to high blood glucose and ketones. Customer was treated with insulin drip, potassium and saline. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump. During troubleshooting, it was found that cannula was bent. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.